Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year three months of post deployment, the patient was admitted with chest pain and upper abdominal pain and at that time, workup revealed the filter in the inferior vena cava, but few of the legs of the filter were protruding beyond the vena cava. A computerized tomography (CT) scan of the abdomen, one of the legs was posterior to the aorta and another was touching the right lateral wall of the aorta. The findings were not changed from the previous cat scan. The patient also recently had been having some back pain 4/10, along with some vague epigastric pain. Venous duplex examination of the lower extremities revealed no evidence of any deep vein thrombosis. Around, one year and twenty one days later, the patient had some discomfort in the back and abdomen, so patient requested for removal of the venocaval filter. A right internal jugular access was gained. A j-wire was passed into the inferior vena cava. A 5-french glide catheter was taken into the iliac vein and an inferior venacavogram was performed. The patient had g2-x infrarenal inferior vena cava filter in place. A few of the legs were outside the walls of the inferior vena cava. There was no active bleeding and it appeared that one of the legs might have been fractured. Amplatz wire was placed through the 5-french glide catheter and 10-french recovery cone removal system from bard company was inserted via the internal jugular vein and placed into the inferior vena cava a few centimeters above the level of the vena cava filter. The recovery cone was threaded over the wire through the sheath and the recovery cone was opened in the infrarenal inferior vena cava. Several different projections of the vena cava were performed. It appeared that the patient had some slight tilt of the vena cava filter towards the posterior wall. The recovery cone was used, and multiple attempts were made to capture of the head of the filter. At one point, thought to have the head captured, but could not pull the filter out into the sheath. Several attempts were made subsequently with 2 different recovery cones but was unable to grab the head of the filter and hence the filter could not be removed into the sheath. After this, several attempts were also made using a gooseneck 25 mm snare wire without success. Also ensnare 6-10 mm 3 prong snare was also tried to capture the head or hooks of the filter without any success. The filter position did not move during the entire procedure. At that time, it was decided to terminate the procedure. The final completion inferior venacavogram was performed. There was no evidence of any perforation and extravasation. The filter was in good position. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and retrieval difficulties. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2013)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated, unable to be retrieved and the patient reportedly experienced abdominal and back pain. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.